Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed swelling at both positive terminals with corrosion forming. Upon receipt, voltages were lower than expected at 5.0 volts direct current (vdc) and 9.0 vdc. Conductance measurements were not available due to the low voltages. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the battery power would only last about two or three seconds and there was visible corrosion. He replaced the batteries. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the pump would not run on battery power. There was no patient involvement.